Manufacturer narrative:
(B)(4). Date sent: 9/10/2020. D4: batch #u5a87z. Investigation summary: the analysis found that one psee45a device was returned with no apparent damage and with no reload present. The manual override door was noted to be out of position and the override lever was up, which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. The event described could not be confirmed as the device performed without any difficulties noted. The knife reverse button worked properly during testing. The device opened and closed without any difficulties noted.

Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a vats lobectomy, during firing of the fourth reload, compression and stapling, the knife didn¿t return in the device and the jaws couldn't open. The problem seemed like a battery malfunction due to a lack of sound and torque of the device. Fortunately, a consultant was present and notified the surgeon to use the manual override button. All staples were properly formed. The button was used and the knife returned safely in the device. The operation was continued with a new device. Patient consequence was not reported.